Event description:
E35 responded to a cardiac arrest call in the parking lot. Prior to arrival private ambulance service placed a king airway device and initiated CPR. After ambulance svc arrived, the pt was moved to the gurney and then to the ambulance for continued care. The fire lt was responsible for the airway and noticed the inflation bulb on the airway device to be flat. He immediately checked with the paramedic who placed the device and she clearly stated the device had been inflated and the syringe removed upon placement. With consideration given to a previous cardiac arrest call that morning in which a suspected faulty king airway could not maintain cuff pressure, the fire lt. Decided to pull the king airway and intubate with an ett. The pt was successfully intubated without complication. It should be noted that the king airway device in question had the syringe connection port pulled off in the process of extubation.